Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using two proglide devices with the pre-close technique via a 7fr sheath hole prior to an interventional procedure. Reportedly, when the plunger was removed, the knot of the proglide device was tangled and the suture pulled out of the artery. This occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is possible, a malposition of the device lead the cuff miss and the suture release from the vessel; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot no, expiration date. H4: device mfg date. H6: medical device problem code 1430 was removed.